Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient tested positive for staphylococcus epidermidis and eikenella corrodens on their driveline on (B)(6) 2024. The patient was readmitted on (B)(6) 2024. There was redness on the site and purulent drainage. The site attempted antibiotics by mouth without improvement. They were readmitted for intravenous (IV) antibiotics and were on IV vancomycin at the hospital and ceftriaxone. As of (B)(6) 2024, the patient was still at the hospital undergoing treatment with IV antibiotics. It was communicated on (B)(6) 2024 that the patient would have a re-positioning of their percutaneous cable that afternoon, as the infection had increased from 25 mm to 65 mm in 2 weeks, despite the antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.